Event description:
After approximately five months of successful device use, this adolescent began to experience pain and other non-auditory sensations when using their cochlear implant. Results of an integrity test conducted were indicative of normal device function. As the non-auditory sensations persisted, their physician elected to explant and replace the device two days later.